Event description:
It is reported that during a procedure, the nail screw was deemed too short and removal was attempted. After several attempts, the screw could not be removed, and decision was made to leave it implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.